Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
User facility medwatch report#(B)(4) received that states: "device broke upon entrance to right groin, no patient harm. R femoral vein access closure after ep study." Subsequently, additional information was received from the hospital risk manager: it was reported that this was a venotomy closure of the right common femoral vein using a proglide device after a diagnostic ep study procedure. 5f, 8.5f, and 9f sheaths were used in the procedure. Reportedly, the device broke upon entrance to the right groin. No portion of the proglide remained in the patient. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis a conclusive cause for the reported difficulty could not be determined. Factors that contribute to a break of the device may include, but are not limited to, aggressive user technique, excessive torque or force, interaction with patient anatomy (human tissue, calcified femoral vessel. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9, h3: it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation.